Event description:
Title: analysis of the effect of arthroscopic high-strength non-absorbable sutures on fresh avulsion fractures of the tibial acl. The objective of the study is to explore the efficacy of small incision open reduction and internal fixation and arthroscopic high strength non-absorbable suture in the treatment of tibial avulsion fracture of anterior cruciate ligament. From april 2018 to april 2020, 72 patients who underwent surgical treatment for anterior cruciate ligament tibial avulsion fracture were included in the study. The patients were randomly divided into the control group and the experimental group with 36 patients in each group. The control group has 21 male and 15 female patients with a mean age of 34.62 ± 7.85 years (range 10- 50 years) and was treated with small incision open reduction and internal fixation using unknown manufacturer¿s hollow screws. The experimental group has 25 male and 11 female patients with a mean age of 35.68 ± 8.13 years (range 11-52 years) and was treated with high intensity non-absorbable suture #2.0 ethicon under arthroscopy using the word "8" for knotting and tied to the medial and lateral metacarpophalangeal miniplates. The patients were followed up for 6 months, until october 2020. The reported complications included wound infection (n=1). In conclusion, arthroscopic treatment of anterior cruciate ligament tibial avulsion fracture with high-intensity non-absorbable suture can significantly improve the knee joint function of patients with rapid recovery and high safety, so it has a broad prospect of clinical application.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: (B)(4) device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: international journalofsurgery, july2021, vol.48, no.7, pages 460-466.